Event description:
The patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7008758, UDI: (B)(4).